Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a red screen and error code 46510. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a degraded (dso) downstream occlusion seal. The cause of the reported issue was a damaged main board. The downstream occlusion seal and mainboard were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.